Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during cardiac radical resection end-to-end anastomosis, the device could not be fire normally.